Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 160 mg/dl. Troubleshooting was not performed on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Product meets specification: no insulin pump received with button error alarm and had unresponsive act button due to corroded damage keypad traces.